Event description:
One of the deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl100153-30/g10648) had resistance during insertion and kept pushing it in. Then dpu came out from the sheath slit. Another deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl100153-30/g10648) got stuck in the microcatheter (details unknown) and could not be pushed any more. Got stuck when 1cm ~ half length of the coil was in the microcatheter.

Manufacturer narrative:
One of the deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl100153-30/g10648) had resistance during insertion and kept pushing it in. Then dpu came out from the sheath slit. The coil was returned severely damaged. The evidence suggests that distal interference contributed to the device positioning unit (dpu) and the coil protruding outside the sheath. The distal interference was most likely due to the copious amounts of the blood and tissue mixture found inside the sheath. It cannot be determined if the coil¿s ball tip malformation occurred before or after the complaint event in terms of a contributing factor. In addition, without the return of the sl-10 microcatheter and the hemostatic valve, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. This is 1 of 2 reports associated with (B)(6). Concomitant medical products and therapy dates: microcatheter (details unknown); deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl100153-30/g10648).